Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave a permanent out of range signal for the past 48 hours. Dexcom has issued an rga for patient to return her device to be investigated.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no damage was found. Functional testing could not be performed because the device was received in a condition making evaluation not possible. Additionally, the receiver sm 32199204. That was used with the complaint device was returned for evaluation on ((B)(4) 2013). A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. However, a review of the receiver data log verified the complaint of intermittent out of range.